Event description:
During implant, it was reported that the device could not be interrogated. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The complaint of failure to interrogate through rf telemetry was confirmed. The device was received with working inductive telemetry and no rf communication. Analysis of the device image indicates that loss of rf telemetry is due to a coarse tuning failure. The device code was reloaded and rf telemetry was restored. Analysis performed, including thermal and mechanical stressing of the device, did not find any anomalies and battery voltage was still in the range of normal operation. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.